Manufacturer narrative:
Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, vaginal mesh exposure occurred. Total excision of transobturator tape took place (bilateral groin and vaginal incisions).